Manufacturer narrative:
Result: footboard and load cells.

Event description:
It was reported by service report that the scale was not accurate and the footboard led lights were not functioning. No pt involvement or adverse consequences were reported.